Manufacturer narrative:
Visual inspection of the returned impactor block identified a hardened adhesive substance around the threaded metal insert. Further investigation identified that the substance was masterbond epoxy that is used as a secondary locking mechanism between the threaded insert and the impactor pad. Measured dimensions were confirming to print specifications. This device is used for treatment. Investigation by the supplier identified that the material found to be flowing between the metal insert and body of the instrument was the result of an improper mixing technique used in the preparation of the masterbond adhesive. This improper mixing results in an epoxy that is not fully cured. A field action was conducted on (B)(6) 2015 which zimmer voluntarily removed all lots of the pri impactor blocks supplied by (B)(4) due to the adhesive mixing technique and potential for adhesive flow. This field action has been reported to the FDA under (B)(4).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that foreign substance was attached on the instrument.